Manufacturer narrative:
Unreporting the code a0412 as the new information stated that there is no rupture. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a5, a6, b1, b5, d4, g2, h6.

Event description:
Patient reported "intracapsular rupture". Healthcare professional later reported that the patient does not have a ruptured prosthesis, "baker grade iii capsular contracture and double capsule phenomenon". This record is for the left side. Device was explanted.

Event description:
Patient reported "intracapsular rupture". This record is for the left side. Device was explanted and replaced. Device return status unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, g4, h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.